Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile file broke during use. Broken part remains inside root canal. Further treatment is pending. Further information requested.

Manufacturer narrative:
Additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Canal was filled without broken part and treatment concluded. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. This is a follow up report for this information. Correcting this event from reportable to non-reportable after receiving additional information. The 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. This is a follow up report for this correction.